Manufacturer narrative:
According to the customer, the nebulizer will turn on but has stopped "misting the medication". The customer reported he uses the nebulizer "6 times a day" to administer "combivent" and has had increased shortness of breath with activity without his medication dosages. The customer reported he does not remember the date the device stopped misting, but he has been without his medication for "about 5-6 days". The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer will turn on but has stopped "misting the medication".